Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead and a lead integrity alert (lia) was triggered. The lead was found to have high impedance, oversensing of noise with high rate non-sustained and sensing integrity counter (sic) episodes. The lead was suspect of a fracture. The lead was turned off until lead revision. The lead was revised and capped with a new lead implanted. No further patient complications have been reported as a result of this event.